Manufacturer narrative:
It was reported that during a da vinci-assisted surgical procedure, the customer called an isi technical support engineer (tse) and reported that the system suddenly stopped and showed error 22003. The procedure was completing as planned with no reported injury and less than a 15-minute delay. Based on the claim against the product by the customer noting error 22003, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse cleaned all pot connectors from backplane to pot meters on sjc z-axis. The fse cleaned all lvds connectors on sjc and recalibrated endoscope controller (ec) arm sjc. The fse tested the endoscope camera manipulator (ecm) and sjc. No errors in the logs were found during testing. The system was tested and verified as ready for use. Root cause can be attributed to the ec and arm sjc. This complaint is considered a reportable event due to the following conclusion: the field service engineer (fse) replicated the issue and service was required on the system to correct the problems found. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section model # is not applicable. Field implant date is blank because the product is not implantable. Information for the blank fields in section initial reporter name and address is not available.

Event description:
It was reported that during a da vinci-assisted pancreatectomy-distal surgical procedure, the customer called an isi technical support engineer (tse) and reported that the system suddenly stopped and showed error 22003. After error recovery button was pushed error came back (this was done several times). Tse confirmed error 22003 pointing to z-axis (axis 1) of set up joints (sujs) for the endoscope camera manipulator (ecm). Tse requested customer to move arm around in all directions which did not solve the issue. Tse guided customer to remove instruments and perform power cycle with hard power cycle plus emergency power off (epo) on patient side cart (psc). This did not solve the issue. Tse requested the customer to move arm again in all directions and specially up/down. The customer found arm location where error did not occur and continued with the surgery. Tse explained to customer that error may occur again, and they should try to keep the arm in this position. In case error occurs again suggested try to move arm again to different position. The procedure was completing as planned with no reported injury and less than a 15-minute delay.